Event description:
It was reported that the customer was hospitalized due to the issue of the insulin pump not getting insulin, condensation, the smell of insulin, and because there were drops of insulin in the back of the reservoir. The blood glucose level was 92 mg/dl. When the report was verified, the customer stated that he was in the hospital due to internal bleeding and not due to a diabetes related issue. The insulin pump passed self test, basal settings and bolus setting are correct the customer was able to connect to the insulin pump. No further information was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).